Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. The pump history around the time of the alleged bolus dose was reviewed with the patient's mother. It was noted that the insulin delivery total between 12:35 and 1:55 pm was 5.2 units, however, the difference between cartridge volumes on the home screen was 7 units. No conclusions can be made at this time.

Event description:
The reporter stated that when the patient was at school, the pump dispensed a bolus dose without user intervention. The patient's mother gave the patient glucagon and carbohydrates after the inadvertent bolus dose.